Event description:
It was reported that on (B)(6) 2012 the patient presented with an acute myocardial infarction (ami) and felt chest pain. Reportedly, the physician performed cardiac catheterization in the target lesion, right coronary artery (rca), and the diagnosis in the rca showed the patient's blood flow was slow. A 2.75x15 trek dilatation catheter was advanced and pre-dilatation was performed in the posterior descending artery (pda). A 2.75x18 rx xience prime stent delivery system (sds) was advanced to the distal pda, implanted and blood flow in the rca was still slow. Reportedly, the physician felt there was some acute thrombus in the rca but could not confirm and no treatment was performed. A 3.0x28 rx xience prime sds was advanced and implanted in the rca mid to the pda across from the posterior lateral artery and suddenly there was no blood flow and the patient went into shock. Cardiopulmonary resuscitation was performed for about 5 minutes, isoket was administered and the patient was stable and transferred to cardiovascular surgery to perform coronary artery bypass graft (CABG). After CABG was performed the patient was transferred to the intensive care unit. Reportedly, that evening the patient outcome was bad and the family did not agree to the use of extracorporeal membrane oxygenation and the patient died. Reportedly, the cause of death was ami with cardiogenic shock. No autopsy will be performed. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, cine analysis of the procedure revealed the 2.75 x 18 rx xience v stent delivery system is advanced into the posterior descending artery and blood flow has diminished. There is a considerable amount of haziness in the vessel and a dissection occurred in the distal right coronary artery. The stent appears to be deployed and a balloon dilatation is performed at the stent site. A balloon dilatation is performed in the distal right coronary artery (rca) and the 3.0 x 28 rx xience prime is positioned in the distal rca, across the dissection and extending into the proximal posterior lateral and pda. It appears that an intra-aortic balloon pump is positioned in the descending aorta.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 28 mm rx xience prime is being filed under a separate medwatch report. There were no reported product deficiencies. The reported patient effects of thrombosis and surgical procedure (coronary artery bypass graft) are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The reported patient effects of ischemia and dissection are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events.